Manufacturer narrative:
Additional information: b1-adverse event b2-required intervention to prevent permanent impairment/damage (devices) b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as other. D6a- on (B)(6)2024 d6b- on (B)(6) 2024 secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Manufacturer narrative:
Claim#:(B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's left eye (os). An order was placed for a new lens due to a potential bilateral lens exchange due to an unknown reason. To the best of our knowledge the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.